Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags were leaking from the side due to a small pin-sized hole. The leaks were noted immediately after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.